Event description:
It was reported that the patient experienced a reaction on their chest and it made them feel hot and uncomfortable. Patient was diagnosed as having "delayed severe allergic reaction." A medical director consulted the incident and relayed that the reaction can be a result from potenza, but can also be a result of after care. Calamine lotion, aloe vera, and hydrocortisone was used as preventative medication. On 9 jan 2024, cynosure clinical was informed that patient received medical intervention of oral 40mg prednisone. The device was evaluated and found to be operating as intended within specification. This is a reportable adverse event due to patient receiving medical intervention.